Event description:
A user facility clinic manager (cm) reported at initiation of a patient's hemodialysis (hd) treatment and after the dialyzer was flipped to red side up, a blood leak alarm sounded. Blood was visualized in the dialysate compartment confirming a major blood leak. Upon follow-up, the cm confirmed the blood leak was internal and occurred immediately after initiation of treatment. Blood was visually observed within the dialysate within the dialyzer housing. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager (cm) reported at initiation of a patient's hemodialysis (hd) treatment and after the dialyzer was flipped to red side up, a blood leak alarm sounded. Blood was visualized in the dialysate compartment confirming a major blood leak. Upon follow-up, the cm confirmed the blood leak was internal and occurred immediately after initiation of treatment. Blood was visually observed within the dialysate within the dialyzer housing. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.